Event description:
Our physiocontrol lp15 device, serial (B)(4) failed to activate on an emergency call. Crew reports device had been checked at shift change 15 minutes prior to call being dispatched. We are in the process of investigating including obtaining incident reports and notifying the manufacturer. The device was immediately removed from service, replaced by a functioning device and remains out of service. For the purpose of this report, the device is currently not able to be commanded on despite both batteries being fully charged. Reason for use: sob, abdominal pain.